Event description:
Patient reported "removed because they are out of circulation¿ and ¿capsule that had contracture was removed¿ baker grade unknown. Patient also reported ¿chest pain¿, ¿headache¿, ¿autoimmune thyroidism¿, ¿constant fatigue¿, ¿insomnia¿, ¿back pain¿, ¿many other bii symptoms¿, and ¿pain¿ which are all determined not to be device related. This relates to the right side. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "removed because they are out of circulation¿, ¿capsule that had contracture (baker grade iii) was removed¿, ¿chest pain¿, ¿headache¿, ¿autoimmune thyroidism¿, ¿constant fatigue¿, ¿insomnia¿, ¿back pain¿, ¿many other bii symptoms¿, ¿pain¿, ¿weight changes¿ and ¿hair loss¿. Additionally, the clinic reported right implant deformation. This relates to the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: the visual analysis of the photos identified two devices with the right side and the left side, it is observed that the left side has red particles in the shell. The right-side device has full encapsulation in the shell. Analysis of the device carried out through photographs, due to the impossibility of performing the microscopic analysis, it is not possible to determine the most probable failure mode. Additional, corrected and/or changed data: d.4, g.2, h.4, h.6.

Event description:
Patient reported "removed because they are out of circulation¿ and ¿capsule that had contracture was removed¿ baker grade unknown. Patient also reported ¿chest pain¿, ¿headache¿, ¿autoimmune thyroidism¿, ¿constant fatigue¿, ¿insomnia¿, ¿back pain¿, ¿many other bii symptoms¿, and ¿pain¿ which are all determined not to be device related. This relates to the right side. Device has been explanted.